Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Calibration was last performed on (B)(6) 2026 with no issues. Qc was acceptable. The field service engineer (fse) found a chipped dilution cup and replaced it. The fse replaced the vacuum nozzle preventively. Ise checks, calibration, and precision were all acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for sodium electrode (na) on a cobas pro ise analytical unit. An example of discrepant results was provided for 1 patient sample. The initial result was 148 mmol/l. The repeat result was 148 mmol/l. The repeat from a different cobas pro ise analyzer was 142 mmol/l. The repeat result from the other cobas pro ise analyzer was believed to be correct.